Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after a procedure where the device was implanted, the patient experienced abdominal pain, injury, emotional distress, nerve damage, and recurrence of the hernia. It is reported that none of the conditions were present prior to the initial mesh implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.